Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh magog inc. On behalf of the importer (B)(6)add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Pt was being transferred with a floor lift into chair by 2 aids who had locked the castors but had not opened the legs. With one aide in the front and the other aide in the back, as they were lowering the pt, the castors started sliding and the lifted off the floor to the left. The aides moved to stop the lift from falling. One aid had lower right leg hit by lift and the other hit her head on soap dispenser, but no treatment was required. The pt was lowered into chair and did not suffer any injuries.